Event description:
The following literature article was reviewed: zanatta, m., brancato, g., basile, g., basile, f. And donati, m. (2022). 'Abdominal wallmesh infection: a diagnostic and therapeutic flowchart proposal', eur surg, 54, pp. 6¿16. Between 1994 and 2019, 4713 patients were surgically treated for abdominal wall hernias in the abdominal and emergency surgery unit of our general surgery department at (B)(6). Among those operations, 12 patients developed mesh infections or enterocutaneous fistula after mesh implantation. Gore® mycromesh® biomaterial was identified in one of the reported cases (case 2). The patient underwent fistulectomy and the complete mesh was surgical removed. The patient has healed.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The exact date of event is unknown, therefore, the online publication date was used as date of event. (B)(4). It should be noted that the gore® mycromesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any mesh may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, pain, exposure (extrusion), mesh contraction, bowel obstruction and recurrence.

Manufacturer narrative:
H6: added type of investigation code b22 - insufficient information available. Several attempts have been made to acquire additional information to classify a specific device problem, device identification, patient details, as well as product return. The author of the literature article did not provide any further details. Review of the manufacturing records could not be performed as a valid lot number was not provided. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® mycromesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any mesh may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, pain, exposure (extrusion), mesh contraction, bowel obstruction and recurrence. The gore® mycromesh® biomaterial instructions for use warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® mycromesh® biomaterial instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Corrected h6: added health effect - clinical code to e1906 - unspecified infection, code 1862 was inadvertently entered, but correct code should be e1906. Updated investigation findings code to c010202 - microbial contamination. Code 3221 was inadvertently entered, but correct code should be c010202.